Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed occlusion. The issue was found during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing. During testing the device was found to test outside of specifications for downstream occlusion alarm. The issue was determined caused by a fault with the downstream occlusion sensor/cassette detector.